Event description:
Per the clinic, the patient experienced post operative wound healing issue and an infection at the implant incision site (specific date not reported). Subsequently, the patient underwent a skin revision surgery on (B)(6) 2025, to re-suture the superior portion of the implant incision line; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.